Event description:
Info received indicates the right siderail will not latch.

Manufacturer narrative:
The tech found the latch cover was bent, preventing the siderail from latching. The tech straightened the latch cover to repair the bed.